Event description:
The patient began to experience withdrawal "and reported side effects." The patient visited the hcp clinic on (B)(6) 2012 and the pump was interrogated. The logs showed a stalled pump. After reprogramming, the pump restarted. The hcp planned to explant the pump, and may perform a roller study prior to explant to evaluate if the pump restarted. It was later reported the stall did not recover and the pump was explanted. The cause of the stall was unknown. The pump contained morphine 10 mg/ml and clonidine 50 mcg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly and corrosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731, serial # unknown, implanted on: unknown, explanted on: unknown. The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the drug was compounded on site. The concentration of clonidine was 2000mcg/ml and the daily dose was morphine 4.6ml/day, clonidine dose unknown. The patient had a new pump with preservative free drug implanted. The pump most recently refilled on (B)(4) 2012. The patient was noted as now doing very well and very happy.